Event description:
It was reported that the u-blade lag screwdriver distal ends "hook" had turned round. Nurse tried to turn it back, but then the hook broke.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.